Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, for emergency lamp indicator lights up, it is presumed that the phenomenon occurred due to emergency lamp failure. For front panel led (light-emitting diode) blinking, it is presumed that the phenomenon occurred due to turret unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the emergency lamp indicator was blinking on the front panel due to a faulty emergency lamp. Also, evaluation found the front panel led was blinking intermittently due to a faulty turret unit, an abnormal sound came from inside the unit due to the faulty turret unit, there was low light in the image due to foggy internal lens, high function was not working intermittently due to a defective hinge unit, the wire was corroded, there was heavy dust inside the unit, there was heavy dirt inside the pump tubing, and the top cover, tank socket, rear panel and chassis were corroded. A third party lamp was used and had reached 500 hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the lamp of the evis exera ii xenon light source lit up and glowed when the device was started and an image was displayed, but the front panel was stuck and continued to blink. The emergency lamp indicator was also blinking. The issues were found when preparing the device for use in a diagnostic endoscopy procedure. A similar device was used to complete the procedure with no delay. There was no reported patient harm or impact due to this event.